Manufacturer narrative:
(B)(4) - the device was returned to gore for evaluation. Per gore engineering the gore dryseal sheath (gdss) device evaluation showed the sheath was blocked by the aaa device reported in the event description. There was no damage to the tip of the dryseal sheath as a result of the aaa device being withdrawn back through it. The pxc121400 device evaluation showed the delivery catheter was broken at the trailing olive. The polyimide guidewire was fractured at the trailing olive. The delivery catheter was returned with the deployment knob pulled. The deployment line was not returned and could not be evaluated. The leading end of the catheter and the unconstrained device were returned inside the introducer sheath. The root cause for the broken leading end of the catheter or unintentional deployment could not be determined based on the information provided. (B)(4) - the gore® excluder® aaa endoprosthesis instructions for use (IFU) states: do not rotate the device delivery catheter while the endoprosthesis is inside the introducer sheath. Catheter breakage or premature deployment may occur. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the sheath was not possible since the device lot/serial number was unavailable. The review of the manufacturing paperwork verified that pxc121400/14043436 lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was implanted with gore® excluder® aaa endoprosthesis to repair a previously implanted talent¿ abdominal stent graft that had bare metal stents implanted inside the talent¿ grafts limb extending into the common iliac artery. There was a common iliac artery aneurysm that measured 3.5cm and continuing to enlarge. It was reported that the physician could not advance a pxc12400/14043436 device through the existing bare metal stints. The pxc12400 device was never completely outside of the dryseal sheath. When the physician attempted to withdraw the delivery catheter and further advance the 12fr dryseal sheath with the dilator in place, the delivery catheter broke. The device deployed inside the dryseal sheath. The physician chose to withdraw the sheath with the delivery catheter and already deployed device inside of it from the patient. A new pxc device and dryseal sheath was used for the procedure. There was no further sequela. The patient tolerated the procedure.